Manufacturer narrative:
Isi has received the tip-up fenestrated grasper instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken and a piece measuring approximately 0.112¿ x 0.25" was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-12/lot number k10211129 0075) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system sl0904. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is reportable malfunction event due the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument could not be removed as it was damaged. The instrument was stuck in the trocar, therefore it had to be removed along with the trocar. The metal end of the instrument was disengaged from the plastic rod. When the tip-up fenestrated grasper instrument and the trocar were removed from the patient, the customer had to broke off a fragment of the instrument plastic rod in order to remove the instrument from the trocar. The procedure was completed with no reported injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: there was no patient injury and the procedure delay was about 20 minutes.